Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping due to low out-of-range pace impedance measurements less than 200 ohms on the right atrial (ra) lead. It was also noted that the patient was in chronic atrial fibrillation (af) and there was atrial undersensing whenever the patient took a deep breath. The health care professional (hcp) planned to program the atrial lead off. This ICD and ra lead remain implanted. No adverse patient effects were reported.